Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose levels. He said this morning his blood glucose was 50 mg/dl. He treated with juice and food. In troubleshooting, the drive support cap appeared normal. Customer was not hospitalized. He is on medication that makes him tired, but does not affect his blood glucose. The device passed all troubleshooting. Customer was advised to speak to his doctor about his lows and to monitor the device. Nothing further reported.